Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 6/17/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested; the following was obtained: could you please confirm the lot number? Unk. What was the texture? Seemed to be a hair are there any photos of the foreign matter available? No is it possible that the foreign material fell into packaging upon opening of device? Unk was the product seal on the foil still intact when the package was opened? Yes please provide the source or title of external person providing answers to follow-up: (B)(6). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. During an unknown surgery, after opening the package, it was found that there had been hair, so the use was stopped. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.